Event description:
It was reported that during a procedure to replace the implantable pulse generator (ipg), the right ventricular (rv) lead exhibited noise and oversensing in bipolar configuration. It was noted that the lead was reconnected but the issue still persisted. It was further noted that the lead was possibly damaged by moving the location of the pocket below the pectoral muscle when the main unit was replaced. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.